Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin and that resistance was experienced during the fill process. The customer's blood glucose level was 514 mg/dl. Reportedly, the customer resumed insulin delivery and gave themselves a correction bolus. The customer was able to changed pump supplies and load a new cartridge successfully.